Event description:
Femoral head replacement took place in 2005. When the pt was in the hospital, dislocation of the prosthesis was observed. While closed reduction was attempted, the femoral head was taken out form the bipolar head. 6 days later revision surgery was performed, and only the bipolar head was replaced. No mechanical damage was observed during inspection of the explanted component.